Event description:
Account performing angioplasty of the left atrium via a bypass graft. When account went to spread the incision site with the hemostats, a sharp edge on the hemostats cut the incision and part of the graft. Account applied pressure to the site for approx 45 mins to stop the bleeding. No other medical treatment was required. Account was able to continue on with the procedure.